Manufacturer narrative:
The insulin pump was received with minor scratches on the display window, a broken reservoir tube lip, and a missing reservoir o-ring. (B)(4).

Event description:
The customer reported via phone call that she noticed a crack on the reservoir compartment of her insulin pump while loading the reservoir. The patient's blood glucose at the time of incident was 47 mg/dl, which she treated with glucose tablets. Troubleshooting was initiated for the physical damage. The customer is unsure if she dropped the pump or how the damage occurred. The customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instruction. The insulin pump was returned for analysis and a replacement device was shipped to the customer.